Event description:
Customer alleged, the lancet needle protruded before the device was fired in the softclix plus lancet device. No accidental sticks were reported. Testing of the returned device, by the MFR's domestic evaluation unit, found that the lancet fails to retract after firing.